Event description:
It was reported that prior to use with bd pen ndl 32g 4mm pro "white plastic-like" foreign matter discovered on needle tip. The following information was provided by the initial reporter, translated from japanese to english: the customer reported about plastic-like white dirt found on the needle npe tip.

Manufacturer narrative:
The following additional information has been added: d.4. Medical device lot #: 0049402. D.4. Medical device expiration date: 2025-02-28. H.4. Device manufacture date: 2020-02-18. D10/d11: concomitant medical products: device available for eval? Yes. D10/d11: concomitant medical products: returned to manufacturer on: 2021-02-03. H.6. Investigation summary: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Three open 32g x 4mm pen needle samples and five photos were returned from lot no. 0049402, cat. No. 320559. 10x visual examination was carried out on the returned samples and photos and broken non patient end of cannula was observed on all three samples. Cotton fibre was observed on the non patient end side of the hub on one sample. As all samples returned were open it is not possible to confirm the defects to be manufacturing related. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that prior to use with bd pen ndl 32g 4mm pro "white plastic-like" foreign matter discovered on needle tip. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported about plastic-like white dirt found on the needle npe tip.